Event description:
Something happened to the monitor so that the ECG did not appear at monitor central station as it should. The sun developer network (sdn) cable from the wall jack came loose due to monitor being rotated on the bedside monitor mounting bracket. Thus it did not communicate to the central station.

Event description:
Something happened to the monitor so that the ECG did not appear at monitor central station as it should. The sun developer network (sdn) cable from the wall jack came loose due to monitor being rotated on the bedside monitor mounting bracket. Thus it did not communicate to the central station.